Manufacturer narrative:
(B)(4).

Event description:
(B)(4) for original complaint. According to the reporter: after an ophthalmic procedure the patient returned (B)(6) months later to have suture cut out in the office. Additional information has been requested but not yet provided.